Event description:
Review of the download data of a (B)(6) female pt revealed several service code 103 (gel fire fault) flags. Zoll customer support contacted the pt and issued her a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 103) was confirmed. Upon eval, the trunk cable connector was cracked and wires were exposed. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt.